Manufacturer narrative:
Mypatient match analysis: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Manufacturer narrative:
Batch review performed on 12 february 2021: lot 1909434: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-11-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: less than one year after primary tka revision is needed to seek better alignment of the components. It's possible that the tibial bone gave way medially to some subsidence, we cannot tell as the post-primary xrays are not available. No reason to suspect a faulty device. Additional items involved in the event, batch review performed on 12 february 2021: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 1909470. Lot 1909470: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot. 1910674. Lot 1910674: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-03-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient had external pain when knee flexion was over 80 degrees, plus the internal side was rather lax in extension and the external side is tight. The surgeon revised successfully the patient knee.